Manufacturer narrative:
The intellivue multi measurement server x2 was inspected after the event and no fault was found. It was confirmed the noninvasive blood pressure (nbp) function worked on nbp cufflink simulator, and nbp assembly calibration check was carried out with no faults. The principle clinical engineer at the hospital indicated the reported event was caused by a kinked hose on the non-philips blood pressure cuff, so this was not an issue with the x2. Additional information related to any patient treatment or status was not provided by the customer. It was also indicated the staff did not investigate the lack of nibp measurement during the case as they were using the arterial line to monitor the blood pressure. Based on this information, there was no malfunction with the monitor; however, use error in not checking blood pressure cuff hose position may have been a factor. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be a user issue. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Reporting institution phone #: (B)(6).

Event description:
It was reported during a mastoid exploration procedure, the monitor did not provide a non-invasive blood pressure measurement for the entire 6-hour case. This was not noted as the team relied on the arterial blood pressure measurement. When the drapes were removed, it was noted the non-philips blood pressure cuff was inflated due to a kinked hose and the area under the cuff was red/purple in color. The patient was being assessed by the vascular team for injury. In addition, the customer indicated the philips monitor was not at fault.